Event description:
Customer's father called to report that insulin was hard to push into the pod. He said that he was able to activate the pod and his son wore it for half a day, but experienced high unexplained blood glucose levels (bg's) (350's mg/dl) that wouldn't come down with bolus insulin doses. Customer was able to activate new pod. No further problems reported.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with a retainer that allowed a component to move resulting damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pos with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod of backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.